Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
This event would not be likely to cause or contribute to death or serious injury. If the battery does not provide power the redundant power source will continue to supply power to the pump allowing reconnection a second power source. This failure will result in user annoyance and will not affect the function of the pump.

Event description:
Approximately one year and three weeks post hvad implantation it was reported that the patient's batteries would not communicate with the controller resulting in loss of power. The batteries were replaced. There was no reported patient injury as a result of this event.